Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The button error alarm could not be verified due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump fell into the bathroom sink and then, she received a button error alarm. The customer stated that she was unable to clear the alarm. Blood glucose value was is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.